Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump had fluid corrosion around the downstream occlusion sensor. Review of the event history log showed the pump displayed an occurrence of a "downstream occlusion" the investigation determined that the fluid corrosion was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that this smiths medical cadd solis vip pump did not detect cassette. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.